Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-1288qis-100 quadlink implant kit broke during a case. During an acl reconstruction, while using the flipcutter to tunnel in the femur, when switch to 9.5mm and activated, the drill jerked and made a noise. Upon pulling out it was noticed that device was bent and broken. The cutter had separated from the piece that allows the wheel to increase and decrease socket size. Post examination images discovered a small metal fragment left in knee. After many attempts to arthroscopically flush fragment, doctor decided it posed no risk and left inside. Case completed with no patient effect.